Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, on resection of the duct, the device broke and the flag was already exposed. They exchanged the device to complete the case.